Event description:
It was reported that the device had reached recommended replacement time (rrt) prematurely. The device was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the battery was at rrt (recommended replacement time) with a telemetered value of 2.59volts. The rrt battery was confirmed with a telemetered value of 2.61 volts. The device projected to last 19% of its projected longevity. Electrical analysis found that current leakage for the battery filter capacitors was at normal levels, but that there was a device level high current drain. Further analysis confirmed the high current drain, and narrowed the cause to the die stack but no root cause was determined. The die stack was damaged during de-processing and had many failures that were not related to the original condition. No further analysis was possible.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.